Manufacturer narrative:
The reported event of suture sleeve split during tie down was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the lead body insulation was damaged and the suture sleeve was broken and separated consistently with damage due suture sleeve tie down forces. The cause of the reported event was isolated to the overtightened suture.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the left-ventricular (lv) lead suture sleeve was split. As a resolution the lv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.